Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remained attached and exhibited a drilled through condition; the glass cap exhibited moderate burnt on detritus; there was some white unknown substance noted inside the fiber cap tip; the bevel section was melted. The cap condition could also result in forward firing. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was damaged at tip and began forward-firing. The procedure was completed using a second surgical fiber. Patient outcome: "no patient injury - patient is fine". Gland volume: 74ml. Joules used: 290,755. Time expended: 63 minutes.